Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) 11,800 ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without any failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a valve actuation test, and a patient pressure sensor calibration check. No discrepancies were found during internal visual inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that they underwent hernia surgery on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s inguinal hernia was discovered when fluid began collecting around their groin. The pdrn stated it is unknown if the inguinal hernia existed prior to beginning pd therapy. However, the patient did not have a previous history of groin swelling prior to initiating pd for renal replacement therapy (rrt). The pdrn stated the patient successfully underwent an outpatient inguinal hernia repair on (B)(6) 2021 [pd catheter (not a fresenius product) left in place] and was released later the same day. During surgery, a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was placed, which allowed the patient to transition to back-up hd promoting abdominal healing. The patient began undergoing outpatient hd therapy on (B)(6) 2021 and is tolerating the transition of modality without issue. The patient is scheduled to return to pd therapy at the end of may. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernia was created or worsened since beginning continuous cyclic (cc)pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an inguinal hernia (characterized by groin swelling), which warranted surgical intervention and the temporary transition to back-up hd. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency and/or malfunction occurred. However, the inguinal hernia was discovered and/or worsened since beginning pd therapy; therefore, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures.

Event description:
A peritoneal dialysis (pd) patient reported that they underwent hernia surgery on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s inguinal hernia was discovered when fluid began collecting around their groin. The pdrn stated it is unknown if the inguinal hernia existed prior to beginning pd therapy. However, the patient did not have a previous history of groin swelling prior to initiating pd for renal replacement therapy (rrt). The pdrn stated the patient successfully underwent an outpatient inguinal hernia repair on (B)(6) 2021 pd catheter (not a fresenius product) left in place] and was released later the same day. During surgery, a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was placed, which allowed the patient to transition to back-up hd promoting abdominal healing. The patient began undergoing outpatient hd therapy on (B)(6) 2021 and is tolerating the transition of modality without issue. The patient is scheduled to return to pd therapy at the end of may. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernia was created or worsened since beginning continuous cyclic (cc)pd therapy.